Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, the keypad buttons are not responsive and the pump did not deliver a bolus. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump batteries were changed but the issues persist. No further details provided.

Manufacturer narrative:
The device had no button error alarm noted during testing. The device had an unresponsive down button due to corroded keypad traces. The device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address label, stained serial number label and stained end cap sticker.